Manufacturer narrative:
(B)(4). Date of event: (B)(6)1999. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. After the procedure, the patient noticed that they had no sensation when they wanted to pass a bowel motion and could not hold onto a loose bowel motion. It was also reported that the patient found blood and staining on the underwear, had to be very careful with bowel medication, which she needed nightly and had to manually remove her motions. The patient was diagnosed with polymysositis. The patient experienced problems with muscle including swallowing. The patient experienced a bad odor from the pelvic area, hot flushes, utis, periodic inability to pass urine or hold urine. The patient is on medications due to side effects of polymysositis. The patient experienced continual pain in her buttocks, pelvic area, groin and down her legs. The doctor thought that the pain was related to the patient's back so the patient had two injections, which did nothing. Because the patient cannot take oral medication for the pain, she now must have a norspan patch. No further information is available.